Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, it was noted that the right ventricular lead exhibited loss of capture at high output and out of range, high, pacing lead impedance in the bipolar configuration. Noise was not reproduced with isometrics and range of motion testing in bipolar configuration. The right ventricular lead was reprogrammed to unipolar pacing configuration in the ventricle. The unipolar impedance measurements were normal, but the capture threshold was slightly elevated. It was suspected that elevated capture threshold was a chronic condition based on initial programmed parameters in the ventricle. The av delays were further titrated and a decrease in ventricular pacing was expected. The patient will continue to be monitored to reassess the lead and pacing percentage. No patient consequences were reported, and the patient was stable throughout.